Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose and insulin pump was under delivering insulin and the blood glucose value was 540 mg/dl. The customer¿s current blood glucose value is 285 mg/dl and at the time of incident was 270 mg/dl, 136 mg/dl. The customer has treated high blood glucose with the insulin pump and injection. The customer was neither in emergency room nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose and drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible under delivery anomaly and upload or download anomaly due to buttons not responding. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.